Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after use of a bd¿ syringe with bd luer-lok¿ tip, foreign matter (described as mold) was found on the device. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that after use of a bd¿ syringe with bd luer-lok¿ tip, foreign matter (described as mold) was found on the device. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: three samples were received for evaluation. The three samples came in an open packaging blister. While the syringes show no evidence of foreign matter, the three packaging blister have black discoloration, therefore failure mode is verified. They all have residues of ink from the printer. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.